Event description:
Philips received a complaint by the customer on the v60 indicating that the device is displaying error code 1124 battery failed message. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer asked about pic software 1.30. The rse informed that currently, unit has software 2.10 and pic software 1.20. After further troubleshooting, all the battery cable terminals are fine, and the units main wire harness is good too. The customer replaced the battery to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.